Manufacturer narrative:
Physiocontrol evaluated the customers device and was unable to duplicate the reported issue. The device was retained by physiocontrol. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device failed to properly power up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to properly power up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.